Event description:
Ambulance personnel were treating a cardiac pt who had been down for an unspecified period of time. Reportedly, the operators connected the pt to the device and observed that the pt was asystolic. The operators attempted to pace the pt and the device allegedly would not pace. Connections from the device to the pt were rechecked and pacing was attempted again with the same results. The pt was not resuscitated. The reporter stated that the reported malfunction did not cause ot contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.